Event description:
In this event, it was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While there is no report of injury in this event, there has been a previous report received in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets criteria for reportability.